Manufacturer narrative:
(B)(4).

Event description:
On unknown date, this patient underwent an open surgical procedure whereby the descending aorta was replaced with a surgical graft. After the procedure, a thoracic aortic pseudoaneurysm was identified around the proximal anastomosis site of the surgical graft. On (B)(6) 2015, the patient underwent treatment of the thoracic aortic pseudoaneurysm of the anastomosis site with conformable gore® tag® thoracic endoprosthesis (tgu343420j/14050170). The left subclavian artery was bypassed with a surgical graft prior to the tevar, and the endoprosthesis was implanted distal to the left common carotid artery. The procedure was finished with no evidence of endoleak. On unknown date, an endoleak (unknown type) was identified. It is unknown if the aneurysm was enlarged. After the initial tevar, the diameter of the aneurysm had decreased during one follow up, but further follow-up examinations revealed the aneurysm increased (amount unknown). No endoleak was visualized on imaging, but the physician suspected a type I or type ii endoleak, and decided to perform a secondary tevar. On (B)(6) 2018, the patient underwent a secondary tevar with a valiant stent graft (medtronic) in order to treat the endoleak. The endoleak was not visualized on imaging, and also it is unknown if the endoleak was resolved with the valiant.